Event description:
The company was informed that the patient was prescribed antibiotics (type unknown) for infection and swelling. The patient has been explanted and is doing well. Advanced bionics is in the process of gathering more information. A supplemental report will be submitted once more information is obtained.